Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, on the first inflation at 2 atmospheres, the balloon ruptured. The device was completely removed from patient and the procedure was completed with a 2mm x100mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).